Event description:
Customer's family member called to report bgs were rising. The entire infusion set was changed. Bgs remained elevated throughout the night and the customer was disconnected to begin manual injections. Bgs returned to customer's normal range. It was also stated that the reservoir was filled but the following day it looked as though it had the same amount. Pump programming seemed correct hoever the time was ahead by about 20 minutes and was corrected. The customer did receive no delivery alarms. Troubleshooting was performed. The lead screw made a complete rotation, but the driver block slide along the lead screw in the locked and unlocked position and the insulin did not exit.